Event description:
Caller reported issue of not seeing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Customer resolved issue earlier in the day before contacting support by changing infusion set and cartridge, and successfully resumed insulin.